Manufacturer narrative:
The device has now been explanted on (B)(6) 2021 and it was noted that there was an infection at the implant site. It is unknown if there are plans to re-implant the patient with another device. The device analysis report is attached. This report is submitted on september 3, 2021

Manufacturer narrative:
This report is submitted on jul 12, 2021.

Event description:
Per the clinic, the patient experienced otorrhoea swelling at the site of implant. This has progressed to necrosis of the skin-flap and extrusion of the device. The patient has been treated with antibiotics (mode of administration is unknown).